Event description:
The facility reports two employees lifted the patient from the bed with the lift. They were in the process of moving the patient away from the bed when one of the patient's legs fell through the sling, then the other. The pt fell to the floor. Injury description unclear; waiting for clarification from facility.